Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via telephone call that he was hospitalized due to diabetic ketoacidosis. The customer also reported that he could not use the insulin pump correctly to deliver a bolus since the buttons were sticking. The blood glucose reading was 300 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. However, the pump was received with intermittent button response due to a flattened down, esc, act and express bolus button dome switches. No unlocked lcd keypad connector during visual inspection. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a scratched keypad overlay and minor scratches on the lcd window.